Manufacturer narrative:
Additional information: negative prep was performed. The lesion was pre-dilated. The stents did not pass through a previously deployed stent. It was later confirmed, that stitch reversal on two stents, meant that both stents were stretched /raised. The stents became deformed/struts raised, during use in the patient. Still image review: one photo showing the distal end of two onyx frontier catheters were provided from the account. The catheter on the right of the photo showed, that the stent appeared to have been displaced distally over the tip of the catheter. The stent wire wraps were deformed. The stent on the second catheter on the left of the photo was not displaced, but the distal stent wire wraps appeared to be deformed and raised. Procedural image review: images confirm, partial occlusion of the lad prior to treatment. There were difficulties with the delivery and positioning of the procedural wires. It was only possible to delivery the single wire into the lad. And the attempt to delivery a second wire was unsuccessful. The proximal lad was pre-dilated with balloons with smaller ods. Images also confirm, that unsuccessful attempts were made to delivery two stent. This can be confirmed, based on the arching of the procedural wires, due to resistance being experienced, during delivery attempts. The proximal vessel was further pre-dilated. But, no attempts were made to delivery a stent. The final image with contrast injection shows, that better flow was restored to the lad. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: annex d codes. Correction: annex a code. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two onyx frontier coronary drug eluting stent to treat a lesion in the left anterior descending (lad) artery. The device was inspected with no issues noted. It was reported that stent deformation in vivo occurred during positioning/advancement. The deformation was described as stitch reversal on both stents. The procedure was not completed. The patient was reported alive with no injury.